Event description:
This pt was undergoing abdominal surgery. After induction of anesthesia the anesthesiologist attempted placement of a b braun triple lumen catheter into the right internal jugular vein. The anesthesiologist had difficulty passing the wire beyond 18 cm. He attempted removal of the wire but could not remove it completely as it appeared to be stuck. The guidewire was unraveling and shredding. An x-ray showed a possible knot in the wire. The surgeon attempted removal of the wire. During this attempt the wire broke leaving a piece of the wire approx 2 cm in length in the pt's neck. The wire remains in the pt at this time.